Event description:
Complaint received as follows: the user found it difficult to deflate the cuff. It was found out at the cuff check before use.

Manufacturer narrative:
Based on available information, our medical determination is that this malfunction is serious: because sometimes, a surgical intervention is needed to remove an endotracheal tube whose cuff had failed to deflate. If forcibly removed with the cuff fully inflated serious harm to the soft tissues of the pharynx is possible. An analysis on the returned sample provided was tested and found not meeting our requirement. A corrective action has been taken to address the confirmed complaint. Reported to the FDA on april 22, 2013.